Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the drive support cap is flush. The customer reported that his pump leaks occasionally from the drive support cap and will over deliver sometimes. Customer reported the damage to the drive support cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and basic occlusion test, drive support cap was visually inspected no leak or anomaly noted. (B)(4).